Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, he noticed an irregular fibrotic membrane growing over the front of the iol in two patients. The surgeon reported that he removed the membrane with a yag laser procedure. Additional information has been requested. There are two medical device reports associated with this event. This report is for the second of two patients.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 05/13/2009, 06/02/2009, and 06/08/2009 by phone, fax, and mail. A completed questionnaire has not been received.